Manufacturer narrative:
(B)(4). B5 describe event or problem - correction/additional information b3 date of even - correction h2 type of follow up - correction/additional information h6 code - correction/additional information.

Event description:
It was reported that alert settings cannot be altered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that alert settings cannot be altered. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.